Manufacturer narrative:
All relevant device history records (dhrs) for the relay pro nbs (n4) thoracic stent-graft system (28-n4-36-199-36u) with final assembly lot# 2502260359, including final assembly (labeling), stent-graft system/packaging, delivery system assembly and stent-graft assembly, were inspected and no discrepancies were found. No discrepancies were noted in the qc inspections performed within the corresponding sub-assembly and final assembly processes. Sterilization records show the device received the required sterilization dose on march 06, 2025. There were no nonconformances or reworks in relation to the device. On (B)(6) 2025, the patient underwent an extension thoracic endovascular aortic repair (tevar) procedure to treat an aneurysm enlargement. A relay pro (catalog # 28-m4-34-250-34u) stent-graft was implanted successfully within the descending aorta, distal to the pre-existing stent-graft. The concerned relay pro nbs (catalog # 28-n4-36-199-36u) device was advanced to the distal landing zone, and the inner sheath was advanced from the outer sheath. The inner sheath was unable to be withdrawn in position 2 to deploy the stent-graft. The physician retracted the device into an introducer sheath to safely remove the delivery system from the patient. Another relay pro device was used and the procedure was completed. No patient harm was reported. A review of the device history records showed no issues were found during the manufacture of the device. The delivery system was returned for investigation under rga # (B)(4). The returned device was evaluated on december 17, 2025. The reported failure was confirmed, as resistance was felt while attempting to retract the fabric sheath in position 2. The device tip appeared overtightened, and the edge of the fabric sheath appeared slightly frayed. Once the tip began to be unscrewed, the fabric sheath was able to be withdrawn. No adhesive was observed on the fabric sheath. The mushrooming of the device tip indicates the tip was over-tightened onto the distal threads, which over-compressed the fabric against the distal clasp. The fraying of the fabric sheath indicates the fabric was potentially caught between the threads of the device tip and distal clasp as the physician attempted to withdraw the fabric sheath during the procedure. The overtightening of the device tip and the fabric caught between the distal threads likely contributed, independently or both together, to the reported failure. CAPA-2025-0041 was opened in july 2025 to address the issue of difficulty withdrawing fabric sheath. The complaint device was manufactured in march 2025, prior to the opening of the CAPA to address the reported failure. In conclusion, a review of the device history records showed no issues were found during the manufacture of the device. The root cause of the reported failure of difficult to withdraw the fabric sheath was the overtightened device tip.

Event description:
"Unable to deploy: in 2020, the patient underwent total arch replacement using a frozenix stent-graft (29 mm, japan lifeline) at a different hospital. This time, due to the enlargement of the descending aorta, the physician started the procedure with a plan to add two relay pro stent-grafts for thoracic part to the implanted frozenix stent-graft. After a guidewire was advanced using puncture technique, a dryseal flex introducer sheath (22 fr, dsf2233, gore) was inserted into the right femoral artery, which is the access vessel. Through the dryseal, a relaypro bs (28-m4-34-250-34u) was implanted aligned with the beginning of the frozenix stent, and the delivery system of the first relaypro was removed. The delivery system of the relay pro (28-n4-36-199-36u) concerned was then inserted. After the delivery system passed through the dryseal, the physician rotated the development grip clockwise to advance the inner sheath with the controller in "1" position. The inner sheath came out from the outer sheath, and the inner sheath was confirmed to be out of the outer sheath under fluoroscopically. When the physician attempted to rotate the deployment grip counterclockwise to deploy the stent-graft from the inner sheath with the controller in "2" position, the physician was not able to rotate the deployment drip and felt as if it was being pushed back, resulting in the stent-graft not being deployed. Although the physician attempted to pull the deployment grip distally by pressing on the disengagement button, it was confirmed that the deployment grip could not be pulled due to the same sensation. With the controller in "4" position, the physician attempted to pull the deployment grip distally by pressing on the disengagement button while keeping the device fixed, but only the outer sheath moved upwards and the stent-graft could not be deployed. The physician determined that this was a deployment failure and that retracting the inner sheath into the outer sheath would be difficult. While pushing the dryseal proximally, the inner sheath was pulled distally and retracted into the dryseal, and the entire delivery system was withdrawn along with the dryseal from the access vessel. After that, another dryseal of the same diameter and another relay pro stent-graft of the same size were used, and the procedure was successfully completed. Operation type: tevar no blood loss image will be able to be obtained pre-case plan will be able to be obtained additional information will be able to be obtained ancillary devices used: relaypro bs (28-m4-34-250-34u), dryseal flex introducer sheath (dsf2233, gore) (tc#(B)(4). Patient outcome: "no health damage to the patient."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.